Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field svc rep reported that all the numbers were off of the occlusion knob ring (indicator pump dial). The ring was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.